Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to corrosion and adverse tissue reaction at the metal-metal junction between cobalt-chrome modular neck and the titanium stem.